Event description:
It was reported that the device had migrated laterally and eroded through the skin. A pocket revision was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The nurse had difficulty cannulating the pt's fistula, after several failed attempts, a dialysis tech was able to successfully cannulate the pt's fistula. From the beginning of the treatment the ap and vp readings were abnormal and the phoenix generated heparin infusion alarms. The nurse attempted to manually "push" the heparin syringe, but "there was too much resistance". After 1 hour of abnormal ap and vp readings, unsuccessful heparin infusion, and rising tmp pressure, the staff received a blood in dialysis alarm and treatment was temporarily stopped and then resumed on a another machine. The pt complained of abdominal pain, nausea and vomiting just prior to the end of his treatment. Following treatment the pt was discharged home. Later that evening, the pt's abdominal pain increased and he presented to the emergency department. Initially cholelithiasis and pancreatic were being investigated as the etiology of his symptoms. The pt was transferred to another hosp where he was hospitalized with the diagnosis of hemolysis. Gambro technical specialist inspected the phoenix machine on july 15, 2010. All parameters were within MFR specifications.